Event description:
It was reported that patient underwent revision due to peri-prosthetic fracture which went to non-union.

Manufacturer narrative:
Evaluation summary: it is unknown which surgery the reported zimmer devices were implanted. It is also unknown if other zimmer devices were involved in the initial surgery or subsequent revisions. It is also unknown if zimmer components were implanted with non-zimmer components. Information regarding the specifics of the femur fracture was not provided. The report stated that there was no implant failure. Cause cannot be definitively determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.